Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that after injecting nacl, drops were visible on the inside of the cassette. The customer suspected that the bag was leaking into the cassette. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.